Event description:
As reported on (B)(4) 2013, a (B)(6) female patient presented for an endovenous laser treatment. During the procedure, when the treating physician pulled back the fiber, it was noted the fiber had fractured and melted the sheath. The fiber remained in the sheath inside the patient. The fractured piece was successfully removed with forceps by the treating physician. The patient experienced a burn at the entry site where the fiber had fractured. The patient was observed for infection at the burn. It is reported the patient is doing well and had not suffered permanent harm or injury due to this event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the patient is doing well and has suffered no permanent harm or injury due to this event. Add¿l follow up info: the MFR is attempting to obtain add¿l info of the patient¿s status. An investigation in into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow-up medwatch. (B)(4).